Event description:
It was reported that the patient experienced pain at the pocket site, and shooting pain down the right leg, which he feels when the ipg moves in the pocket. The physician noted that the ipg was a bit superficial and loose in the pocket. Subsequently, the patient underwent a revision procedure where the ipg site was repositioned from the right upper buttock to the left lower intercostal. The device remains implanted. The patient was stable postoperatively.